Event description:
It was reported that the customer had an unspecified cartridge issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level displayed "high". A manual injection of insulin was delivered to address bg. A cartridge change was performed and customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.